Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom of the seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The bag was returned with a slice at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and no leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.